Event description:
(B)(4). Event occurred in the united states. The patient reported detachment on the tubing close to the infusion set at tubing connector while sleeping. The site was at the right-side of the buttock cheek and the pump was next to him in bed right side. The infusion had been in use for more than one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported detachment on the tubing close to the infusion set at tubing connector while sleeping. The site was at the right-side of the buttock cheek and the pump was next to him in bed right side. The infusion had been in use for more than one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.